Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified right anterior tibial artery. After inserting a non-boston scientific (bsc) introducer sheath, the lesion was crossed with a non-bsc guidewire. A 1.2mmx15mmx141cm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured and a pinhole was noted in the middle part. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.